Event description:
General report rec'd of an unspecified number of undocumented incidents of tubing disconnections; subsequently blood loss was noted. It was reported that preoperatively, the male luer's on the proximal end of the veniloop connectors were connected to the pt's peripheral IV catheter hubs. At unspecified times during unspecified surgical procedures, the anesthesiologists delivered unspecified medications or blood products using the clave port on the distal end of the veniloop connectors. It was reported the deliveries were under pressure from either a pressure cuffs or a rapid infusers. After unspecified lengths of time in use, the anesthesiologists noted unspecified volumes of blood leaked from the pt's IV catheter hubs. It was reported that the anesthesiologists tightened the connections of the veniloop connectors and the catheter hubs and the therapies were resumed. There were no reported adverse pt effects and no reported delay of therapy critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).